Event description:
The report received indicated that the patient died of an unknown cause 39 days after receiving two cypher stents in the proximal and mid right coronary artery (rca). The event involved a male patient with a history of hypertension, hyperlipidemia, diabetes mellitus and cerebrovascular disease. The indication for the procedure was silent ischemia and a nuclear scan suggestive of ischemia. The patient was on aspirin, clopidogrel and statins pre procedure and also received aspirin and clopidogrel during the procedure. It is not known if heparin was used during the procedure. The lesion proximal rca was described as de novo, 2.5 x 12 mm long and angulated, equal to or greater than 45 degrees but less than 90 degrees. It was 95% stenosed and classified as type b1. It was predilated with an unknown 2.5 x 15 mm balloon catheter at 8 atm and a 2.75 x 13 mm cypher stent was implanted at 12 atms with satisfactory results and there was no report of procedural complications. Residual stenosis was 10% after implantations of the stent. The lesion in the mid rca was 2.5 x 22 mm long, de novo, moderately calcified with 90% stenosis and a type b1 classification. Predilatation was not conducted and a 3.0 x 23 mm cypher stent was implanted at 12 atms with satisfactory results and there was no report of procedural complications. Residual stenosis was 5% after implantation of the stent. The patient was discharged home nine days in stable condition. The patient died 39 days later of an unknown cause. An autopsy was not performed.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-02349, and 9616099-2007-02350. Additional information will be submitted within thirty days upon receipt.